Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 9.0 mg/ml of dilaudid, 21.0 mg/ml of marcaine, and 2.7 mg/ml of fentanyl at 4.9955 mg/day, 11.656 mg/day, and 1.4986 mg/day, respectively, via simple continuous infusion mode. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two.

Event description:
The pump was returned to the manufacturer from an unknown source. A note included with the device indicated there was ¿freon in pump.¿ no further information was provided. The patient¿s indication for use was non-malignant pain and failed back surgery syndrome.